Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge due to dropping the pump. Customer experienced an elevated blood glucose (bg) level and a cartridge change was performed to address bg/ issue.